Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button was not responding properly. Caller did not list any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced or returned for analysis.